Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During evaluation, the reported problem of 'error air in line detected' was unable to be reproduced. Evaluation sent device to flow lines for upstream occlusion test and upstream air test which both came back with passing results a review of the event history log (ehl) revealed multiple occurrences of "air-in-line" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor to be out of specification. The ultrasonic sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. This occurred upon power up in the surgery west department. There was no patient involvement. No additional information is available.